Manufacturer narrative:
Concomitant medical products: etlw1613c156e abdominal stent graft, implanted: (B)(6) 2018; etbf3216c145e abdominal stent graft, implanted: (B)(6)2018; etlw1613c156e abdominal stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died the same day after the implant of an implantable pulse generator (ipg) system. The cause of death was provided as respiratory failure. Additional information related to the patient status prior to the procedure was requested and not received.